Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients was not shown up on every machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) was identified as a known corruption problem in es version 1.6.1, and the facility initiated an upgrade to version 1.11 to resolve it. The customer acknowledged the findings and approved case closure. The system functioned as intended after the technical support specialist (tss) investigated the issue.